Event description:
It was reported by the customer during a breast biopsy after deploying the refresh marker and taking post stereo images they noticed that the tip had sheared off into the pt's breast. The physician was able to retrieve the collagen and tip. They deployed another marker and finished the case. Marker was discarded. No marker has been replaced.

Manufacturer narrative:
The mammography tech that reported the complaint was contacted. She stated the doctor was not experienced in the ultrasound modality. The doctor did not think the marker had been deployed and removed the marker introducer tube before removing the probe. The collagen and marker were found in the probe aperture. The sheared tip was close to the skin surface and was removed with forceps. The pt was released with no problems. The batch history record was reviewed. There were no abnormalities noted. The instructions for use insert is included in the carton pancaking and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mamomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."